Event description:
Upon servicing of the device at cts, a baxter technician discovered a colleague infusion pump with the condition of failure code 814:04. It was found to have been caused by the air in line board being disconnected. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was discovered and confirmed during investigation. The assignable cause was determined to be the air in line printed circuit board (ail pcb) being disconnected. Appropriate action was taken to correct the reported problem by reconnecting the ail pcb. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.